Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated that they are not getting a reading on their handset. Patient stated that when they take an evaluation in the morning they usually leave the phone on and it tells them what the battery life is and what they are set on like 5.6 or 6.5 or whatever. Agent asked the patient if they had any external equipment that would go along with the phone looking device and patient said that they think their device just went off meaning it was fully charged. The issue was not resolved through troubleshooting. Pt determined they have a nevro product and will contact nevro. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).